Manufacturer narrative:
The device was evaluated at omsc. Omsc checked the device and duplicated the phenomenon reported by the user. As a result of the evaluation, the following was confirmed. The water and air feeding function worked very little. When the appearance of the air/water nozzle was confirmed, the nozzle was clogged with thread-like foreign material and black foreign material. As a result of component analysis of the foreign material, the thread-like foreign material was cellulose and the black foreign material was silicon. Cellulose may be derived from cellulosic fibers, molds, cellulosic agents and the like. Due to the fibrous appearance of the foreign material, omsc surmised that the foreign material was of cellulosic origin. In addition, the black rubber-like foreign material could not be identified by this analysis because it is used for various purposes such as watertight packing, silicone-based adhesives, and silicone members. Omsc determined that the phenomenon reported by the user was caused by foreign material clogging the air/water nozzle. However, the cause of the foreign material clogging the nozzle could not be identified. It is possible that the thread-like foreign material entered the air/water channel during cleaning and disinfection because lint adhered to the scope and air/water valve due to the use of a remarkably fluffy towel or gauze. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus because the user was unable to feed the water while preparing for use. The user performed the intended endoscopy with another endoscope and was concerned about nozzle clogging. The user was manually reprocessing the device. Olympus medical systems corp. (Omsc) then inspected the device and found that the air/water nozzle was clogged with foreign material. There was no report of patient injury associated with the event.